Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional of the clinical study reported the patient had erythema to the stimulator incision of the right buttock. The site was also tender and warm upon palpitation on (B)(6) 2015. The patient was given clindamycin as an intervention. The event also resulted in an unscheduled clinic visit. The stimulator site was again examined (B)(6) and the site was healing well. It was clean, dry, and intact with no erythema, swelling or drainage. The suture line was well approximated. The event was considered resolved without sequelae on the date of examination. The etiology was due to the stimulator pocket and was noted to be unlikely related to the device or therapy and related to the implant procedure. Patient indication for use is spinal pain.